Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a broken wire at the tip of the 8 mm fenestrated bipolar forceps instrument. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up to confirm that during a robotic left hemicolectomy, the wire on the tip of the instrument broke, preventing its use. Consequences: procedure completed with a backup instrument of the same kind, with a delay of surgical procedure of 10 minutes.